Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill within their orthopat unit. No injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 reporting a fluid spill within their orthopat unit. No injury or reaction was noted. Evaluation of the device verified the reported problem. Parts were replaced and the machine is ready for use. Haemonetics pir# (B)(4).